Event description:
It was reported that during a procedure in a lesion in an unspecified coronary vessel, after performing pre-dilatation with a viatrac balloon dilatation catheter, an attempt was made to introduce an emboshield nav 6 embolic protection system into a non-abbott guiding catheter, but the emboshield nav 6 was completely unable to be inserted into the guiding catheter. The emboshield nav 6 was described as very rigid. A new emboshield nav 6 was successfully used with the same non-abbott guiding catheter to complete the procedure. There were no patient effects and no clinically significant delay in completing the procedure. The returned goods lab received the emboshield nav6 with the delivery pod torn in half, separated into two pieces.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received; however, analysis is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guiding catheter and irregular texture of the device was unable to be confirmed as return analysis noted the delivery catheter (dc) was separated and wrinkled. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.